Event description:
Customer reported that their lh780 instrument had not flagged for blasts when blasts were present on the manual smear for a single patient sample (see attachment). There were no erroneous results reported outside the lab. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The failure mode cannot be determined with the information provided. If more information is received, a supplement report will be filed.